Event description:
It was reported that 12 days post implant procedure, patient developed a hematoma. The patient was admitted and underwent pocket revision via drainage. The hematoma resolved the following day. The patient was discharged and sent home.